Event description:
The lead was implanted on (B)(6) 2010. And capped on (B)(6) 2012. Threshold went from 2.2-3.5in (B)(6) weeks. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).